Manufacturer narrative:
A product investigation is in progress.

Event description:
Piece of the tampax broke off: vagina [foreign body in reproductive tract]; abdominal pain [abdominal pain]; [device breakage]. Consumer's relative reported via email that the tampon broke off. No serious injury was reported.

Event description:
Piece of the tampax broke off- vagina [foreign body in reproductive tract] piece of the tampax broke off... Abdominal pain [abdominal pain] piece of the tampax broke [device breakage] pelvic discomfort [pelvic discomfort] abnormal vaginal odor [vaginal odour] case narrative: consumer's relative reported via email that the tampon broke off. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Piece of the tampax broke off- vagina [foreign body in reproductive tract]. Piece of the tampax broke off... Abdominal pain [abdominal pain]. Piece of the tampax broke [device breakage]. Pelvic discomfort [pelvic discomfort]. Abnormal vaginal odor [vaginal odour]. Case narrative: consumer's relative reported via email that the tampon broke off. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.